Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire service dept. Evaluated the suspect component. The reported issue was confirmed. The component was repaired and will be returned to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator has a burned wire coming off the power supply. This was observed during start-up and the customer advised there was no patient involvement.